Event description:
It was reported that the merlin home transmitter exhibited unusual lights, an unresponsive start button and a melted plug. The transmitter was not used and replaced. There were no patient consequences.